Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a open book image. Customer's blood glucose value was 160 mg/dl. Customer reports they received the open book image on the insulin pump screen. Troubleshooting was assisted. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.